Event description:
The hosp reported that during an off pump procedure, the padding from one of the blades of the stabilizer detached and fell inside the chest cavity. The piece was retrieved from inside the pt. No pt complications were reported.